Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1050 mcg/day via an implantable pump for intractable spasticity. It was reported that they were unable to fully fill the patient¿s pump. The pump was being refilled and the last 3 ml would not go in. When it was aspirated prior to filling, the last 3 ml would not come out. The nurse practitioner (np) turned the needle a bit and they did. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the np changed needles and still was unable to deliver the last 3 ml. The patient was doing well with no issues. There were no pump alarms. No interventions were taken. The tablet / clinician programmer reservoir volume matched the pump volume. It was unknown if the issue was resolved at the time of the report. The pump remains implanted and in-service. No surgical intervention occurred, and no surgical intervention was planned. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.